Event description:
It has been reported to philips that the monitor had a power problem. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the diagnosis procedure got delayed and completed after the repair. The philips field service engineer (fse) inspected the system onsite and confirmed the display issue. During troubleshooting, the fse found that the np f13 fuse is normal but the solder has melted. The fse replaced the fuse f13. After replacement of the fuse f13, the system was returned to use in good working order. The codes were updated based on the investigation outcome.